Event description:
Event description boston scientific received information that this patient's physician requested an emergency follow up because this patient had experienced a syncopal episode. Egrams noted no capture and the patient's rate was 35bpm. Interrogation confirmed that the lead safety switch (lss) had been triggered as daily measurements noted impedance to be >2500 ohms. Varying impedance measurements were observed depending on the patient's position. Unstable thresholds and loss of capture were observed despite maximum device outputs. A lead fracture was noted in the clavicle first-rib area. The lead was explanted and replaced. The decision was made to explant this pacemaker during the same procedure as it is included within a subset of devices affected by a recent physician communication regarding the failure of alow-voltage capacitor.